Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient developed a pneumothorax following a therapy upgrade procedure in which this right ventricular (rv) lead was implanted. This rv lead remains in service. No additional adverse patient effects were reported.